Event description:
It was reported that the device used during a tonsillectomy heated up so much that the md had difficulty holding onto the device. Case completed with another hand piece. No patient consequence.